Manufacturer narrative:
This serial number is associated with a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received scs system on (B)(6) 2011. It was reported by the pt that the ipg pocket seemed loose and the ipg felt like it could flip over. The device was still in use. No further info is available at this time.